Manufacturer narrative:
The returned device was evaluated. The device was unable to power on. The system board was replaced and the device was able to power on; however inspection of the device indicated an intermittent connection between the power entry module and the power supply on the system board which prevented the device from using ac power, and is most likely the cause of the reported failure. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the unit powers on and off by itself. There was no known impact or consequence to patient.